Event description:
It was reported that during a lap cholecystectomy, the tissue pad was detached off when a nurse cleaned the acral part of the jaws after using the device for a while. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy, the tissue pad was detached off when a nurse cleaned the acral part of the jaws after using the device for a while. Another device was used to complete the case. There were no adverse consequences to the patient.